Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported on (B)(4) 2012 because the meter allegedly displays an error message stated "sample is too small to read." The issue was not resolved with troubleshooting.